Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster base was replaced to resolve the reported issue.

Event description:
The hospital reported a broken caster which could cause the unit to tip or fall. There was no report of patient involvement.